Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv1253 showed no other similar product complaint(s) from this lot number.

Event description:
There was a void in the epoxy tip of the stylet.

Event description:
There was a void in the epoxy tip of the stylet.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a void in the epoxy tip of a stylet is confirmed and was determined to be manufacturing related. One 5 fr dual lumen powerpicc with a t-lock and 3cg stylet inserted was returned for evaluation. An initial visual observation showed a small amount of blood residue on and within the stylet. Once the stylet was pushed past the distal end of the catheter, damage was observed on distal portion of the stylet. A microscopic observation revealed the epoxy tip of the stylet was present and intact; however, a void was observed in the epoxy. Via dissection of the stylet, the void in the epoxy was found to extend down most, if not the entire length of the epoxy tip. Blood residue was observed within the polyimide tubing. The void in the epoxy tip of the stylet appears to be manufacturing related; therefore, the investigation was forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿a void in the epoxy tip¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and functional testing performed at vad lab it was concluded that a void was found in the epoxy tip of the tls stylet. The lack of the epoxy was caused during the manufacturing process. Therefore, the cause of this condition is manufacturing related. As part of this investigation mrr¿s and complaints databases were reviewed for the last 24 months and no mrr¿s and complaints were found to be related to this issue. This is the first complaint confirmed as manufacturing related. Also, as part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of recv1253 showed no other similar product complaint(s) from this lot number.